Event description:
It was reported that the syringe module stated "disconnected". The screen went black, and the device was unable to be turned back on. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a syringe module channel disconnected was confirmed and replicated during the laboratory testing. ¿ inspection and laboratory tasting on the ¿as received¿ syringe module found that the fuse (f1) on the logic board was damaged (open circuit). O a defective 47f tantalum capacitor (c23) was detected, exceeding the current consumption during infusion leading the fuse (f1) to open, which resulted in a ¿channel disconnected¿ error. ¿ a log analysis could not be performed due to the failure of the logic board. ¿ the alaris system user manual v12.3.1 notes that reattach the module, ensuring it is securely ¿clicked¿ into place at channel release latch and press confirm. If the alarm is still present, replace the module. ¿ even though the fuse (f1) was replaced for testing purposes only, the logic board will be replaced per recommendation by dchu department due the identified shorted capacitor c23. ¿ the device was reported with patient involvement but no harm. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note for repair center: the suspect syringe module s/n (B)(6) has been opened for investigation. Please replace logic board and ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing procedures for the device, checking for any incidental issue prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Root cause: the root cause for the reported issue of channel disconnected was determined to be a defective tantalum capacitor c23 on the logic board of the suspect syringe module causing the fuse f1 to open.

Event description:
It was reported that the syringe module stated "disconnected". The screen went black, and the device was unable to be turned back on. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.